Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01934. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the motor drive unit would not drive the disposable hand pieces. The procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.